Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap was detached. The glass cap exhibits mild devitrification at output window. The fiber can independently rotate within outer flow tubing. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination , likely biologic. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the metal cap detachment findings, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed metal cap detachment.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber body and cap were broken. The procedure was not successfully completed and patient outcome from the procedure is unknown.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber body and cap were broken. The procedure was not successfully completed and patient outcome from the procedure is unknown.